Event description:
It was reported in an article discussing lead revision surgery that one pt developed an infection at the lead incision site and had to have the lead removed. Good faith attempts to obtain add'l info from the author have been unsuccessful as the study occurred over a decade ago and he no longer works at that facility. He believed he may have already reported these events but this cannot be confirmed as no patient and/or product identifiers were provided. Without this info, implant and explant dates cannot be established.

Manufacturer narrative:
Macdonald j, couldwell wt. Revision of vagal nerve stimulator electrodes: technical approach. Acta neurochir (wien). 2004; 146:567-570.